Manufacturer narrative:
(B)(4). Follow up submission will be done upon completion of investigation.

Event description:
Medical specialties - broken the nose of the safety valve is broken. The valve cap now is fixed by tape (leukoplast). The procedure was completed as planned. Neither patient injury nor medical intervention has been reported.

Manufacturer narrative:
(B)(4): another follow up will be submitted upon completion of investigation.

Event description:
Is the lot # available - n.a. 2. If no, does the valve have pleurx printed on it? -n.a. 3. What was the original implant date to the patient - 10.06.2015 4. Is the patient currently receiving chemotherapy - n.a. 5. What is the customer using to disinfect the valve - alcohol pads (50-7290 procedure pack) 6. Is the drainage being performed by a healthcare provider or a personal patient caregiver(unlicensed) - wife 7. How frequently is the patient receiving drainage? - n.a. 8. Is the patient undergoing radiation to the area where the catheter is placed? - n.a. 9. Pleural or peritoneal? You can't always be sure by the cat code used. - peritoneal 10. Did they experience any difficulty attaching the cap or lockable drainage line at any point? In what way was it difficult? - n.a. 11. Did the nose become bent at any time before it broke off? For example, did it bend on one drainage and then break on another occasion? - n.a. 12. Do they notice anything different about the catheter tubing compared to what they've seen on other patients? - n.a

Manufacturer narrative:
(B)(4). A complaint sample or sample picture was not provided for evaluation. Consequently, the investigation could not evaluate nor confirm the reported failure mode. A review of applicable device history records could not be performed since a lot number was not reported in the incident report. The investigation was not able to identify a probable root cause for the reported failure mode since no complaint sample and no lot information was provided for review. Likewise, a review of the current manufacturing process did not identify any step that may have contributed to the report failure mode. However, as the trending report indicates, we have seen other instances of this failure and have reached out to our supplier of the plastic cap to investigate their processes for possible root cause and corrective actions. Supplier corrective action request has been issued to the supplier of the plastic cap.